Manufacturer narrative:
The manufacturer had previously reported that the device's lcd screen and power management board were replaced to address issues with the device. The parts were not replaced. The device was scrapped per the customers request.

Event description:
The manufacturer received information alleging a ventilator's lcd display was faulty. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported an allegation of a faulty lcd display. The lcd display was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the batteries was observed. The device's power management board was replaced to address the issue.